Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and healthcare provider via the manufacturing representative (rep). The rep reported they did not know what may have contributed to the brief motor stalls. The rep stated it may have been electromagnetic interference (emi). The patient was asked to remove the key fob/keys that they usually have in their pocket. The patient was also asked about significant emi in their usual environment. The patient did not know of any source of emi that may have caused these stalls. The patient's weight was not recorded. The physician was aware of the incident. The stalls were reported to the rep by the patient. Additionally, it was reported on 2018-(B)(6) a motor stall was seen upon interrogation and the patient had not recently had a magnetic resonance imaging procedure (MRI). The pump status and/or event log report indicated multiple motor stalls and recoveries going back to 2018-(B)(6). It was reviewed the logs seemed to reveal short stalls. The rep stated the patient was difficult to communicate with and did not appear to want to discuss the topic. The patient was not open to considering environmental causes and stated the patient was concerned that the pump would overdose him. The rep stated the physician was not clear on if the pump would be replaced at this time.

Manufacturer narrative:
The device was returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-feb-2019 that reported the pump was explanted. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided via the device logs. The device had been interrogated on 2018-oct-26 with the last change made on 2018-oct-09. The logs indicated the following motor stalls and recoveries: a motor stall occurred on 2018-oct-10 at 01:35 and recovered seven minutes later at 01:42; a motor stall occurred on 2018-oct-11 at 19:30 and recovered 21 minutes later at 19:51; a motor stall occurred on 2018-oct-11 at 20:43 and recovered nine minutes later at 20:52; a motor stall occurred 2018-oct-11 at 22:48 and recovered 25 minutes later at 23:13; a motor stall occurred 2018-oct-12 at 14:37 and recovered 13 minutes later at 14:50; a motor stall occurred 2018-oct-13 at 00:04 and recovered five minutes later at 00:09; a motor stall occurred 2018-oct-16 at 00:23 and recovered nine minutes later at 00:32; a motor stall occurred 2018-oct-16 at 21:52 and recovered 31 minutes later at 22:23; a motor stall occurred 2018-oct-17 at 21:41 and recovered seven minutes later 21:48; a motor stall occurred 2018-oct-18 at 15:36 and recovered six minutes later 15:43; a motor stall occurred 2018-oct-18 at 15:51 and recovered seven minutes later at 15:58; a motor stall occurred 2018-oct-19 at 23:54 and recovered nine minutes later at 00:03 on 2018-oct-20; a motor stall occurred on 2018-oct-21 at 01:23 and rec overed five minutes later at 01:28.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2018 regarding a patient receiving bupivacaine (10mg/ml at 3.5 94mg/day) and fentanyl (50mcg/ml at 17.970mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that a review of pump logs indicated multiple motor stalls and recoveries had occurred. A motor stall occurred on (B)(6) 2018 at 22:02 with a recovery at 22:23. Another motor stall occurred on (B)(6) 2018 at 19:05 with a recovery at 19:10. Another stall occurred on (B)(6) 2018 at 18:00 with a recovery at 18:25. The final stall occurred on (B)(6) 2018 at 16:27 with a recovery at 16:32. It was noted that the patient did not have magnetic resonance imaging (MRI) and the patient could not think of any electromagnetic interference (emi) exposure. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient did not want an explant and the pump was working. No further issues were reported or anticipated.